Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no further patient information provided by the customer. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer reported (B)(6) architect hiv results on one patient. The results provided were: (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
The customer reported discrepant results when testing a patient sample with architect hiv ag/ab combo reagent lot 85432li00. A review of tickets determined that there are no additional complaints for lots 85432li00 regarding the customer's issue and no trends were identified. Sensitivity testing was performed on a retained kit of lot 85431li00, which contains identical bulk reagents as lot 85432li00. Results of this testing did not implicate that the sensitivity performance of the lot is impacted. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Historical performance in the field of architect hiv ag/ab combo assay using world wide data through abbottlink was evaluated. The median of the population by lot was reviewed and lots 85431li00 and 85432li00 showed a median within established limits. The reactive rate of the lots was compared to the performance of other architect hiv ag/ab combo reagent lots used in the field and no unusual performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for architect hiv ag/ab combo, lot 85432li00.